Event description:
It was reported that the patient awoke to a blood glucose of 59 mg/dl after going to bed in range, did not announce a nighttime snack, experienced a low alert without a confirmatory glucometer check, and treated the low with oral fast-acting carbohydrates while using an ilet system integrated with a dexcom g6 and an inset 6 mm/23 in infusion set; the medical device problem and specific component could not be determined due to insufficient information. Symptoms included hypoglycemia with shaking/tremors and anxiety. Outcomes included the need for unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.